Manufacturer narrative:
During preventative maintenance, photos of the tubing were sent to cardioquip epidemiology by a technician. Due to the brown discoloration of the tubing, cardioquip epidemiology suspected bacterial contamination and recommended that the device be sent in for an internal water pathway replacement. The customer was notified of the potential contamination and recommended repair, and cardioquip provided a quote on 07/08/2022 via email. However, the customer has not responded to this recommendation as of the date of this report.

Event description:
Cardioquip service was notified that cardioquip technician identified sections of internal tubing in this device that were suspect for contamination, of which they took photos and forwarded to cardioquip for review. Cardioquip director of operations and epidemiologist reviewed the photos and recommended that the device be sent in for an internal water pathway replacement due to the brown discoloration of the internal tubing.